Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided no returns were made available from the customer site for this investigation. The investigation of the customer issue included a review of complaint text, a search for similar complaints, accuracy testing, a literature review, and a review of labeling. A lot search for reagent lot 02416a000 did not identify atypical complaint activity. Accuracy testing was performed using in-house file samples of reagent lot 02416a000 and met acceptance criteria. A study was reviewed "performance characteristics of six intact parathyroid hormone assays "; sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of six different intact parathyroid hormone assays, including the architect ipth assay, which was the comparison method. Overall, the study found good correlation for all methods, but did indicate there was significant bias between methods. The study concluded that there are many factors that potentially influence variability for pth measurements and that standardization efforts are warranted and assay-specific decision limits are required. The architect intact pth assay package insert contains information to address the current customer issue. Based on the results of this investigation and the information from the customer site no product deficiency was identified.

Event description:
The customer observed falsely elevated ipth results on the architect i2000sr analyzer. The following data was provided: architect = 95, on another unknown method at the hospital = 67 (42% shift). The patient was scheduled for an unnecessary parathyroidectomy based on the architect results, but the procedure was cancelled upon the repeat result at the hospital. There was no further impact to patient management.